Event description:
Consumer reported complaint for damaged product for replacement sent on internal report reference number (B)(4). Customer advised that the outer box was damaged. Customer stated that the meter was not damaged, but the test strip vial had a crack but was still sealed. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-063: damaged during transit. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer as phone number provided by the customer is not valid correction made on february 27, 2026, to question g6 (type of report): the report was updated from "5-day" to "follow-up" report 1000113657-2026-00076. The "5-day" box was inadvertently selected at the time of the original submission. There is no new information to report at this time other than this administrative correction the initial MDR filed on february 24, 2026.